Event description:
The dentist indicated that the abutment screw fractured inside the implant and wasn't able to retrieve the screw fragment. The implant was removed due to the fractured screw.

Manufacturer narrative:
Upon visual inspection found that this uniht screw has fractured off inside of this nint513/ nanotite tm tapered certain® implant 5 x 13mm and could not be extracted from implant, therefore, implant had to be removed. A complete dimensional analysis cannot be performed due to the damage of the as returned product. No lot or order number has been provided for review. A review of the product¿s complaint history did not provide any indication of a manufacturing deviation that would contribute to this event. A definitive root cause has not been determined.